Event description:
It was reported by the customer that new gel septum used to hold PICC wires during insertions is not sealed and allows air during checking for blood return and during flushing. Additional information 4/13: "customer reported that if the PICC has any sort of complication such as not drawing or difficulty flushing, air will come into the syringe from around the wire, or saline will squirt out of it. It's noticeable if the PICC goes in and drops right away. The biggest problem is the air in the syringe because you have to take off the syringe and push the air out, and then you are opening up the closed system more that should be.".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer that new gel septum used to hold PICC wires during insertions is not sealed and allows air during checking for blood return and during flushing. Additional information on 4/13: "customer reported that if the PICC has any sort of complication such as not drawing or difficulty flushing, air will come into the syringe from around the wire, or saline will squirt out of it. It's noticeable if the PICC goes in and drops right away. The biggest problem is the air in the syringe because you have to take off the syringe and push the air out, and then you are opening up the closed system more that should be."